Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A site radiologic technologist (rt) reported that, while transferring an exam from the c-arm to the navigation system, an error message appeared that the scan could not be transferred. The site confirmed that communication was established between the imaging system and navigation system. Restarting the application software did not resolve the reported issue. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.